Event description:
This device was implanted on (B)(6) 2002 and explanted on (B)(6) 2012. This patient was lost to follow up and the battery was at eol. They were unable to interrogate the dual chamber device. Also noted what looks like the tip of a lead plugging the a port. The device will be returned. The procedure took place at (B)(6) center with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).